Event description:
It was reported that the patient expired while on ventilator. The user facility does not believe that there was any ventilator malfunction, but requests an examination. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator passed all safety and functional tests and was cleared for clinical use. An event log in txt-format was provided. The patient reportedly expired on (B)(6) 2020 at 2:35 pm. The logs does not contains any shutdowns or technical error codes at that time. There are no indications of a ventilator malfunction. From the user, there are no allegations of a ventilator malfunction or that the ventilator contributed to the patients death.

Event description:
Manufacturer's ref #: (B)(4).